Event description:
Pt. Admitted to hospital for aortic valve replacement. Procedure to place valve. Pt continued to experience insufficiency. Valve replaced nine days later. (A follow-up echo was completed, prior to that day, which showed a perivalvular leak that was not apparent in the or when valve placed).